Event description:
A pt injected with radiesse dermal filler to both cheeks and small amount to both nl folds on (B)(6) 2012. The radiesse was mixed with 0.2 cc lidocaine. On may 10th, the pt reported severe pain, numbness and bruising and was seen by (B)(6) (radiesse injector). (B)(6) referred the pt to a dermatologist (within practice, who ran a device over the area to check blood-flow; ok = no necrosis. The pt was prescribed steroid and pain meds (took her own) and bacitracin. On (B)(6) - still bad pain, pt would not come back. On (B)(6)- am ¿ pt called with pain, breakout on one side (right), prescribed valtrex and bioxin (over phone). On (B)(6) ¿ pt seen by her father (an anesthesiologist) who diagnosed shingles. Pt was expected to see a pain specialist (referred by her father) for a nerve block for the pain.

Manufacturer narrative:
The device history records for radiesse lot 1029439 were reviewed. All required testing specifications for the lot were met prior to release and there were no abnormalities noted. On (B)(4), (B)(6) reported that pt said everything was clearing up. The pt had received pain meds from her primary care physician, but has not returned to (B)(6) care. (B)(6) indicated that if needed, she would provide any laser care to reduce the visibility of scarring.